Manufacturer narrative:
The insulin pump was received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the hospitalization due to a high blood glucose on (B)(6) 2017. The customer reported hospitalization was due to extreme high blood glucose levels. The blood glucose value at the time of admission 1080 mg/dl. The customer reported diabetes ketoacidosis and a no delivery alarm. The customer was still being treated for the high blood glucose level at the time of the call. The customer was wearing the pump at the time of the hospitalization. The customer is unable perform troubleshooting due to not having supplies at the hospital. The customer requests the insulin pump be replaced she is sure it is not performing as it should. The insulin pump will be returned for analysis.